Event description:
It was reported that during an unk procedure, the staple line of the pulmonary vein was not dry, the staple line that remained in the tissue that remained in the patient does not form, it was decided to reinforce the staple line with manual suture, fourth case in two months. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the device complete the shot? Yes, the shot was incomplete, the staple line left on the patient does not form were there any consequences for the patient or change in the patient's postoperative care as a result of the event? Yes, the patient decompensated in the surgery rooms due to the leak in the staple line, it was stabilized and the patient came out of surgery well, and is now at home. On which shot did this event occur (1st, 2nd, 12th, etc.)? Second shot. What was the appearance of the deployed staples (b-shaped, malformed, goal post/straight legs)? The staple line left on the patient does not form. Staple line interrupted? Are staples not present/visible anywhere on the staple line? The staple line is present, but the staple line remaining on the patient does not form.